Event description:
As reported by the user facility: "a pt in the cardiac surgical intensive care unit (csicu) was on a dopamine hung at 0730 for 3.2 ml per hour. At 1715, there were only 30 mls left in the bag. This bag (250ml) should have hung for 78 hours at a setting of 3.2 ml. The pt should have received only 39 mls not the 220 that infused. This was running as a primary bag. The pt's blood pressure bumped up transiently. No other effect noted. The pump history was reviewed and confirmed it was set at the appropriate rate. There were no add'l key strokes. The asterisks (pump tubing) were lined up appropriately in the pump. The rn did not use the drug library but the pump was accurately set at 3.2 ml/hr. Device usage probable: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
(B)(4). B braun (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and b braun (B)(4) (the importer). This report has been identified as b braun (B)(4). The actual device involved in the event has not yet been returned to the MFR. The reporting facility has indicated that they are unsure if they will return the pump for investigation. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported incident could not be determined. Without having the actual pump returned, a thorough investigation could not be performed. No specific conclusions can be drawn. All available info has been forwarded to the device MFR. If the pump or logs are returned for eval and/or add'l pertinent info becomes available, a f/u report will be filed. The software version on this pump is g03.